Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 06:45pm she obtained results of ¿83 and 106mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿four hours¿ after the alleged issue occurred, she developed symptoms of ¿shaky, weakness and fatigue¿ and that at 11:00pm she presented in an emergency room where she had her blood glucose tested and received treatment, however could not specify the results obtained or treatment received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event and subsequently received medical intervention from a healthcare professional after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional information relating to this complaint received by letter from patient on august 11 2016. Patient stated that a result of 269mg/dl was obtained on the subject meter on (B)(6) 2016 at 6:36om. The patient reported that she administered a corrected dose of insulin based on this reading - which she felt resulted in her having "more insulin in her body than she was supposed to". The patients husband provided the patient with (B)(6) to drink. The patient reported that the paramedic advised that the symptoms reported in 3500a "were probably a diabetic seizure".